Manufacturer narrative:
Additional device product code: hrs. A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation surgery for the third metacarpal oblique fracture with variable angle (va) variable angle locking plate and the variable angle locking screw. During the fixation with the screw, the screw broke in its neck part although the surgeon did not feel much resistance. The plate was fixed with the screw that lacks the screw head. There was no surgical delay. Patient outcome is unknown. Concomitant device reported: unknown plate (part# unknown, lot# unknown, quantity 1). This report is for one (1) 1.5mm va locking screw 10mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history lot part: 04.130.210s lot: l968708 manufacturing site: grenchen release to warehouse date: 13.jul.2018 expiry date: 01.jul.2028 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Visual inspection: the received screw shows that almost entire length of the threaded shaft has broken off. The broken off portion was not returned. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Material review: the raw material certificate l758062 was reviewed and the used material was according to specification for implants for surgery. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that exceeding applied mechanical overload during the insertion caused this breakage. Therefore, we can confirm the visible damages are not from any manufacturing non-conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.